Event description:
A customer reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and leave it connected for at least 30 consecutive minutes to see if the pump would begin charging, and a follow-up was scheduled.